Event description:
It was reported that the patient received an inappropriate shock from the right ventricular [rv] lead due to apparent supraventricular tachycardia. The shock reduction program settings were changed and the patient's cardiovascular beta blocker medications were increased. The rv lead remains in use. Patient is a participant in the shock-less study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.